Manufacturer narrative:
Device has been explanted and retured for product evaluation by a product engineer. A visual macroscopic examination was performed that revealed that the markings on the crosslink shows that one side of the device was not in full contact with the rod. This may have allowed micromotion that could cause material wear and corrosion. In addition, all parts appear to be manufactured correctly. Also, device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that a patient underwent a revision surgery approximately 6 months post-op after complaints of radicular pain. There was corrosion noted at the junction point between the instrumentation.